Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed by evaluation of the returned device. Method & results product evaluation and results: visual inspection was performed as part of the material analysis report mar, dated (B)(6) 2019. The returned devices were examined with the aid of a stereomicroscope at magnifications up to 50x. This inspection indicated that material loss was observed on the medial condyle of the insert, consistent with contact against the femoral component. Damage consistent with the explantation process was also presented. Damage on the articulating surface is consistent with scratching, burnishing, and third body indentations; these are common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "regarding pi - 2117867 event description " 5 year cementless tka x-ray wear through of the poly "57y/o female date of implant (B)(6) 2013, date of explant (B)(6) 2019. Implant labels (B)(6) 2013 triathlon cr femur, #2 tibial component, #2/9mm x3 cs insert. X-rays labelled (B)(6) 2019 approx include 2 ap and 1 lat r knee demonstrating an uncemented tka, no patellar resurfacing, medial joint space narrower than lateral. Components appear well fixed. No clinical or pmh, no op reports, no examination of explanted components, no serial follow-up or x-rays. Insufficient data to create a report." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the mar of the returned device confirmed the material loss on the medial condyle of the insert, consistent with contact against the femoral component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or pmh, operation reports, examination of explanted components, serial follow-up or x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by surgeon in an email to a stryker employee: "I have a 5-year cementless tka with a very unexpected finding. X-rays are attached. Has anyone else seen this unexpected wear through of the poly? She was well balanced and in fact was a valgus knee preop." Revision took place on (B)(6).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported by surgeon in an email to a stryker employee: "I have a 5-year cementless tka with a very unexpected finding. X-rays are attached. Has anyone else seen this unexpected wear through of the poly? She was well balanced and in fact was a valgus knee preop..." Revision took place on june 17.